Event description:
The manufacturer received information alleging a ventilator shut oss and alarmed. There was no harm or injury reported. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported the manufacturer received information alleging a ventilator shut off and alarmed. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board and sd card were replaced to address the issue.